Event description:
The customer reported false positives with the determine hiv-1/2 ag/ab combo for two (2) patients and performed on various dates. This MFR. Report addresses patient two (2) of two (2), test three (3) of four (4). The customer reported that the patient initially tested positive with the determine hiv-1/2 ag/ab combo on (B)(6) 2025 with a serum sample. Due to no alternate method at the time, repeat testing was performed with a second determine hiv-1/2 ag/ab combo test which generated a positive result. The following day, (B)(6) 2025, additional testing was performed with a determine hiv early detect with unknown sample type and generated a negative result. Further repeat testing with a third determine hiv-1/2 ag/ab combo test was performed which generated a positive result. The customer reported that on (B)(6) 2025, confirmatory testing was performed (platform and sample type unknown) which generated a negative result. The customer stated the patient was provided medication based on the initial positive result and upon confirming negative result medication was stopped. Although requested, no additional patient information, was provided. The customer confirmed there was no patient harm due to the test results. No additional information was reported.

Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Manufacturer narrative:
Additional information: h4 - device mfg date testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 902011 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648/ lot: 902011, test base part number 10732998/ lot: 891883. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 902011 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues; however, it may be related to the specific patient samples.

Event description:
The customer reported false positives with the determine hiv-1/2 ag/ab combo for two (2) patients and performed on various dates. This MFR. Report addresses patient two (2) of two (2), test three (3) of four (4). The customer reported that the patient initially tested positive with the determine hiv-1/2 ag/ab combo on (B)(6) 2025 with a serum sample. Due to no alternate method at the time, repeat testing was performed with a second determine hiv-1/2 ag/ab combo test which generated a positive result. The following day, (B)(6) 2025, additional testing was performed with a determine hiv early detect with unknown sample type and generated a negative result. Further repeat testing with a third determine hiv-1/2 ag/ab combo test was performed which generated a positive result. The customer reported that on (B)(6) 2025, confirmatory testing was performed (platform and sample type unknown) which generated a negative result. The customer stated the patient was provided medication based on the initial positive result and upon confirming negative result medication was stopped. Although requested, no additional patient information, was provided. The customer confirmed there was no patient harm due to the test results. No additional information was reported.